Event description:
Philips received a complaint by the customer on the v60 indicating that the device gave a 122d "cannot reach target flow" alarm while on a patient using high flow therapy. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was swapped with another ventilator, but there was no reported delay in therapy. The customer evaluated the device with the remote service engineer (rse) and confirmed the issue. The rse discussed the "can not reach target flow" alarm with the customer and informed the customer that the alarm was most likely caused by an occlusion in the patient circuit. The customer requested that the device be completely checked out by philips before being placed back in service. Investigation is ongoing.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that performance verification tests (pvt) could be completed, and any issues found during repair can be discussed. A field service engineer (fse) arrived onsite on 04/04/2023 and confirmed the location of the device. The fse also verified the presence of the 122d error message within the logs. The fse advised the customer that remediation would resolve the issue. The customer acknowledged and requested that full (pvt) be performed on the device to ensure patient safety. The fse performed pvt and informed the customer that the device successfully passed full pvt. Another fse was dispatched onsite on 04/28/2023 and after troubleshooting the device and reviewing the diagnostic logs, the fse confirmed that the device failed with air flow failure. The fse was able to duplicate the reported failure and replaced the blower assembly per service manual. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.